Event description:
The customer reported that this unit was alarming "circuit occlusion", it fails the leak test and the peep reading on the monitor is 5cm when the setting is at "0". The customer tried to calibrate the inspiratory pressure transducer and the a/d counts are not moving when the pressure was applied. The customer indicated that the problem was found during pre-testing. No pt involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected gas delivery engine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to the expiratory pressure transducer being unable to calibrate. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The biomed at the user facility has not returned the alleged defective part to the MFR for further eval.